Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that at the new pump implant, the wrong concentration of 10 mg/ml was programmed. The actual concentration was 3 mg/ml. The dose was .5 mg/day which meant the patient was actually receiving .144 mg/day. The patient presented at the hospital sometime last week with symptoms of weakness, chest pain and fatigue. The patient was admitted. At some point, the dose was decreased to .42 mg/day, then increased to .44 mg/day and then again increased to .48 mg/day. When the patient went to the hospital, they thought it was an issue with the medication. The physician was called in to assess the patient and the patient was going to have x-rays and that was when he found out about the incorrect programming. The physician did not think there were patient problems because of the medication. On the date of this report, it was calculated that with the dose at .48, the patient was actually receiving .144 mg/day with the incorrect concentration of 10 mg/ml that was programmed. The concentration was corrected and they increased the dose by 5%. They were planning to program another 10% dose increase in 10 days and see the patient in another 2 weeks. It was later reported that the patient status was ¿alive-no injury¿. It was later reported that the cause of the error was ¿simple human error.¿ following the reprogramming, the patient was receiving effective therapy.